Event description:
Caller reported a malfunction on the pump, identified as a malf 9 malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer independently performed a reset and resumed insulin delivery before contacting technical support, so no further assistance or pump replacement was deemed necessary.